Manufacturer narrative:
Fourteen months later the device was explanted for normal battery depletion. There were no additional allegations at the time of explant and no adverse patient effects reported.

Event description:
Boston scientific crm received information that this pacemaker was showing several magnet rates of 90, however a couple magnet rates were showing 100. Technical services discussed general time from elective replacement near (ern) to elective replacement time (ert) to end of life (eol) and noted the magnet rate of 90 is not latched and the device is likely right at one year remaining.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation was performed and this device did not meet longevity requirements. The device was analyzed further for variations in the pacing rate. With the magnet applied, fluctuations were observed between 90 bpm and 100 bpm. Based on the current battery status, the device paced normally. Altering the battery status changed the magnet applied pacing rate appropriately. Laboratory analysis confirmed this device did not achieve its projected longevity based on programmed settings as received at our post market quality assurance laboratory. Technicians however, concluded that this device did not exhibit high current draw. The cause for the premature depletion was not determined by analysis.

Manufacturer narrative:
At this time, the pacemaker remains in service. Should additional information become available, this event would be updated.